Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device was at eri (elective replacement indicator) in two years due to high left ventricular (lv) lead thresholds. An attempt to reposition the lead was not possible due to an occluded superior vena cava. The lead remains in use and the device was explanted and replaced. There were no reported patient complications as a result of this event.